Event description:
It was reported that there was a problem with recharging. There were coupling and or communication issues. The implantable neurostimulator (ins) was superficial and not tilted in the pocket. An additional spacer, repositioning antenna, and ensuring no bulky clothing or bandages were present, did not resolve the situation. The patient underwent surgery ((B) (6) 2010) to fix the problem with the system. The patient was no longer having problems with the system.

Manufacturer narrative:
(B) (4).